Event description:
It was reported that during preparation of two 6x100x135 absolute pro self expanding stent systems (sess), both stents started to deploy. The devices were not used and there was no patient involvement. Two other similar sized stents, one absolute and one unknown stent were used to ultimately treat the target lesion in the superficial femoral artery. There was no reported clinically significant delay in the procedure. When the abbott representative picked up the two absolute pro sess to return for analysis the devices were really mangled/damaged and no one at the account knew why. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional absolute pro self expanding stent referenced is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment and stent damage were able to be confirmed. The device was returned with blood in the distal outer sheath which suggests that the device was used in the patient anatomy although it was reported as no patient involvement. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.